Event description:
The patient has been having more frequent low flow alarms. The patient's medication and pump revolutions per minute were adjusted. The patient was admitted for weakness and bladder issues. The patient's blood pressure medication was adjusted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed two pump stops which appeared to be associated with driveline disconnect events. Although a specific cause for the first driveline disconnect could not be conclusively determined, the second disconnect event was consistent with the reported controller exchange. Review of the log files also confirmed low flow alarms; however, a specific cause for these events could not be determined. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained data from 22:36:20 on (B)(6) 2021 through 6:49:39 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured on (B)(6) 2021, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. These faults resulted in a total of 6 low flow hazard alarms lasting between 1 and 22 seconds, each. The remaining faults did not last long enough to trigger audible hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. At 4:21:09 on (B)(6) 2021, the driveline appeared to be disconnected, causing the pump to stop. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnect, and lvad_off alarms. The driveline was then reconnected at 4:23:58, following which, the pump regained speed and resumed normal operation. At 9:56:57 on (B)(6) 2021, the driveline was disconnected again, followed by the black power cable at 9:57:40 and the white power cable at 9:57:47. The driveline was not reconnected for the remainder of the file. These events were consistent with the reported controller exchange. The system controller was briefly powered on and reset on (B)(6) 2021 but remained disconnected from the pump. Despite the observed events, the pump appeared to function as intended at the set speed. The account reported that the patient had been having low flow alarms more frequently, and his medications as well as the pump speed were adjusted. The patient¿s nutritional status was not great either and he was inpatient, admitted for weakness and bladder issues, and his blood pressure medications were up titrated. It was also reported that the daughter exchanged the patient¿s system controller at home. A specific reason for why she had disconnected and reconnected the driveline was unable to be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's daughter changed out his controller on (B)(6) 2021. The patient was having a red alarm but what was seen on the controller was something about a backup battery fault. Upon review of the patient's log files, technical services noted multiple low flow events on (B)(6) 2021 most of which did not activate an audible alarm. These occurred when pi was elevated. Additionally, the log had a backup battery fault at 4:05am on (B)(6) 2021. The patient's driveline was manually disconnected at 4:21am then reconnected to the same controller. The backup battery fault alarm resolved a few minutes after the controller was reconnected. The controller was disconnected again at 9:56am which appears to be when the controller was exchanged.